Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. A promus premier select ous mr 38 x 3.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-feb-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and mildly calcified left circumflex artery. A 38 x 3.00 promus premier select drug-eluting stent was advanced for treatment, but failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.